Event description:
The pump contained lioresal. It was determined the catheter was disconnected and the pt experienced "no change in clinical exam after catheter disconnect." The pump was explanted. The pt did not require hospitalization due to the event. The pt outcome was not reported.

Manufacturer narrative:
(B)(4).